Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she had problems with 3 reservoirs and three infusion sets. The customer explained the issue was with the transfer guard because the air would not push into the vial. It was advised that the needled in the transfer guard could have been slightly bent. She pulled it out and tried again but could not fill the reservoir. She decided to use another reservoir. The customer was advised about the recommended filling process. The blood glucose at the time of the incident was unknown. The product will not be returned for analysis.